Event description:
Event description guidant received information that this pacemaker and associated leads were removed from service secondary to patient infection. Loss of right ventricular therapy was also reported. A new pacemaker and right ventricular were successfully implanted.